Manufacturer narrative:
The MFR's service rep was unable to contact the customer and replace the left monitor. No further info is available.

Event description:
The customer reported that the left monitor is not working on the 9600 system. No pt injury was reported.